Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is getting poor/no communication while recharging. The patient stated he tried to charge h is implant today and it won't charge. The patient has not charged for 6 months. The patient said he didn't charge it because his device wasn't doing anything and was hurting him. The patient said the device just took away the pain in his feet so he could sleep. The patient said he is in pain from the waist down. The patient said they took the trial out and he couldn't sleep, so he realized the device helped him sleep. The patient reported the device was working for a month then stopped. No further complications were reported. No additional patient symptoms were reported.